Event description:
During cysto (left ureteroscopy) with basket laser lithrotripsy distal end of basket broke off in left ureter. Distal end viewed x-ray/fluoro and retrieved visually per ureteroscopy and then cystoscope with add'l instrumentation.